Event description:
It was reported to philips that the device randomly shuts down. The customer worked with the technical support representative. The customer on their own resolved issue. However, the fix is unknown to philips.

Event description:
It was reported to philips that the device randomly shuts down. There was no patient involvement.